Manufacturer narrative:
According to the customer, on (B)(6) 2024 they were unable to administer "albuterol" to their daughter when she was "wheezing" due to "a respiratory issue". The customer reported when taking the nebulizer out of the packaging they discovered that the "tubing was cracked in half" preventing the nebulizer from "misting". The customer reported the "albuterol" is prescribed to use "as needed". The customer reported the "wheezing comes and goes". The customer reported when her daughter experiences "wheezing" she has her "breath cold air from the freezer" and the "wheezing" resolves. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 they were unable to administer "albuterol" to their daughter when she was "wheezing" due to "a respiratory issue".